Event description:
It was reported that arteriotomy closure of the uncalcified common femoral artery was attempted using the starclose se device after an unspecified procedure. Reportedly, the device was placed in the exchange sheath and the vessel locator wings were deployed, however, the sheath was not able to be split by advancing the thumb advancer. The safety release mechanisms were used in accordance with the instructions for use. During device removal, moderate resistance was felt which was overcome by using a moderate amount of force. Hemostasis was achieved using manual arterial compression. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the physician stated that the device may have been manipulated after it was removed from the anatomy.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. The reported inability to complete the sheath splitting during thumb advancement could not be confirmed as the sheath of the returned device had been completely slit to the distal tip and was undamaged. The account reported that the device may have been manipulated after removal from the patient. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.